Manufacturer narrative:
The pump passed the displacement and self tests. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies were noted during testing. No belt clip was received with unit. We monitored with the unit communicating properly with sensor tester and the sensor transmitter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer reported that they did not hear the difference between audio volumes 1 and 5. The customer also stated that they were experiencing loss of communication between pump, sensor, and transmitter and the belt clip was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.